Event description:
Related MFR report: 1627487-2020-02410. It was reported the patient's scs leads migrated. Consequently, surgical intervention was taken and the leads were successfully replaced and the issue addressed.